Event description:
During patient use, a 'low fio2' alarm occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.